Event description:
It was reported that the cot tipped over while transporting a patient from the ambulance. The customer stated the patient was trying to get out of the cot while it was being off loaded which caused the cot to tip. An employee had an alleged back injury and was treated at the ER of the hospital, further information was not provided. The patient was treated at the hospital, further information was not provided.

Manufacturer narrative:
The cot was evaluated and no functional defect occurred.